Event description:
The account reported to the complaint coordinator that the during infusion of peritoneal solution the patient realized their transfer set was leaking. Transfer set was changed for a new one. The patient was diagnosed with peritonitis. The patient received vancomycin three doses and amykacine (during 14 days). The patient has recovered.